Event description:
The pump was reported to overinfuse. The pump was set at a rate of 5ml/hr to infuse a 100ml bag of dopamine. The entire bag was reported to have infused in just 8 hours. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury and the age of patient, but no additional details are known. The hospital biomed did note there was no patient injury reported to biomed and biomed was not aware of any medical intervention that was needed.